Event description:
The customer reported to olympus that e226 scope communication error was displayed on the video processor display and no image was displayed on the monitor when the camera head was connected. The issue was identified during maintenance. There was no patient or procedure involvement. This report captures the complaint on the video processor. Patient identifier (B)(6) captures complaint on camera head.

Manufacturer narrative:
The device was returned to olympus and evaluated; customer allegations were confirmed. Error e226 scope communication error and no image on monitor was due to faulty printed circuit board. Additionally, it was found that low light intensity of the light source unit due to faulty light emitting diode (led) unit. There was dust inside the unit. Wires were corroded. Corrosion on components of circuit board was noted. Corrosion was also noted on rear panel and top cover. The power switch had a minor crack. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that printed circuit (ap) board failed to show the images and e226 scope communication error was displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.